Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/location of the perforation: omentum"), device dislocation ("migration of essure device location of device: left tubal insert to the periotneal surface") and menorrhagia ("menorrhagia") in a 35-year-old female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)") and back pain ("back pain / left side back pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (novasure endometrial ablation and unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, depression, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and back pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: essure device was successfully occluded. Lot number: 620739 manufacture date: aug- 2006 expiration date: jul- 2008. Lot number: 620746 manufacture date: aug- 2006 expiration date: jul- 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received. Updated outcome of events(abnormal bleeding). Updated onset date of events. Treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/location of the perforation: omentum"), device dislocation ("migration of essure device location of device: left tubal insert to the periotneal surface") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In january 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil), surgery (unilateral salpingectomy - left coil) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-apr-2004: essure device was successfully occluded lot number: 620739, manufacture date: aug- 2006, expiration date: jul- 2008. Lot number: 620746, manufacture date: aug- 2006 , expiration date: jul- 2008 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation/location of the perforation: omentum"), device dislocation ("migration of essure device location of device: left tubal insert to the peritoneal surface") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil), surgery (unilateral salpingectomy - left coil) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, menorrhagia, vaginal haemorrhage, anxiety, migraine, headache, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and back pain was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, depression, mental anguish, migraines, headaches, device dislocation, dysmenorrhea, dyspareunia, back pain added. Reporters,lot number,event outcome added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/location of the perforation: omentum / expulsion'), device dislocation ('migration of essure device location of device: left tubal insert to the periotneal surface') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain / left side back pain"), abdominal pain ("abdominal pain"), device expulsion ("device expulsion") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (novasure endometrial ablation and unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain and device expulsion had resolved, the menorrhagia, vaginal haemorrhage and back pain was resolving and the depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as (B)(6) 2006. Patient received treatment for pelvic pain, abdominal pain, expulsion, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: essure device was successfully occluded. Lot number: 620739, manufacture date: aug- 2006, expiration date: jul- 2008. Lot number: 620746, manufacture date: aug- 2006, expiration date: jul- 2008 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: events: abdominal pain, device expulsion and post removal complications were added. Outcome and rcc comments updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/location of the perforation: omentum / expulsion'), device dislocation ('migration of essure device location of device: left tubal insert to the peritoneal surface') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain / left side back pain"), abdominal pain ("abdominal pain"), device expulsion ("device expulsion") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (novasure endometrial ablation and unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain and device expulsion had resolved, the menorrhagia, vaginal haemorrhage and back pain was resolving and the depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as (B)(6) 2006. Patient received treatment for pelvic pain, abdominal pain, expulsion, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: results: essure device was successfully occluded. Lot number: 620739, manufacturing date: 2006-08, expiration date: 2008-07. Lot number: 620746, manufacturing date: 2006-08, expiration date: 2008-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation/location of the perforation: omentum / expulsion'), device dislocation ('migration of essure device location of device: left tubal insert to the periotneal surface') and menorrhagia ('menorrhagia') in a 35-year-old female patient who had essure (ess205) (batch no. 620739,620746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6)2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea"). On (B)(6)2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), back pain ("back pain / left side back pain"), abdominal pain ("abdominal pain"), device expulsion ("device expulsion") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (novasure endometrial ablation and unilateral salpingectomy - left coil/surgical removal of coil(s) - right coil). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abdominal pain and device expulsion had resolved, the menorrhagia, vaginal haemorrhage and back pain was resolving and the depression, anxiety, migraine, headache, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date as (B)(6)2006. Patient received treatment for pelvic pain, abdominal pain, expulsion, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2004: results: essure device was successfully occluded. Lot number: 620739 manufacture date: aug- 2006 expiration date: jul- 2008 lot number: 620746 manufacture date: aug- 2006 expiration date: jul- 2008 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pif received: events: abdominal pain, device expulsion and post removal complications were added. Outcome and rcc comments updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2004: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.